Event description:
It was reported that, "pt was revised due to instability, surgeon replaced with a (B)(4) (x3 triathlon cs insert #3 13 mm)."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.